Manufacturer narrative:
E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that balloon fracture occurred. The target lesion was located in the coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, the balloon was fractured. The procedure was completed using another of the same device. There were no complications, and patient was stable after the procedure.